Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "implant was flipped" (malposition). The reported event or events are physiological complications (malposition), and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "presumed r breast rupture." Healthcare professional later reported that the right side was not ruptured, "implant was flipped". This record is for the right side. Device was explanted.